Manufacturer narrative:
B3: exact date unknown, event occurred 1 month from the implant date.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.